Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported from the obstetrics unit that an antepartum patient received too much magnesium sulfate and became unresponsive. The facility would like to look at the event logs from the pump to see how it was programmed. Although requested, no further information has been provided.

Manufacturer narrative:
The report of an over infusion of magnesium was not confirmed in the logs or replicated during testing. The review of the pcu event log identified an infusion magnesium continuous (drug ID 119). The infusion was programmed for a magnesium dose of 2 grams/hr at an infusion of rate 50ml/hr and vtbi of 500ml. The log also shows the device is selected and a bolus dose of 4 gram to infuse for a duration of 20 minutes at a rate of 300ml/hr vtbi 100ml. There were no obvious programming errors observed. Testing performed on the source pump module found the device delivering IV fluids in specifications. Inspection of the source pump module found no irregularities. The root cause of the reported over infusion of magnesium was not identified in this investigation. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 24aug2012. A review of the device service history record was performed beginning from the date of manufacture to the present date 09sep2020 and indicated that this device has not been previously returned service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the obstetrics unit that an antepartum patient received too much magnesium sulfate and became unresponsive. The facility would like to look at the event logs from the pump to see how it was programmed. Although requested, no further information has been provided.

Manufacturer narrative:
Correction: b.3, d.11. Additional/updated information: b.5, h.6.

Event description:
It was reported from the obstetrics unit that a patient received an over-infusion of magnesium sulfate. The concentration was 20 grams/500ml and the patient was first given a bolus of 4 grams in 100ml. At 1816 the pump was programmed to infuse at a rate of 2 grams/hour or 50ml/hour. At 1840 it was noticed that approximately 75% of the bag had been infused and the patient was unresponsive. The infusion was stopped and her blood pressure was 159/79: she was hypertensive. The fetal heartrate remained normal. A rapid response was initiated, labs drawn, urinary catheter placed, EKG done and as treatment she was given two - 1 gram doses of IV push calcium gluconate. She had absent reflexes, was minimally responsive, lethargic and somnolent for 1-2 hours. She regained alertness and orientation upon transfer to the ICU. There were no lasting adverse consequences. The facility would like to look at the event logs from the pump to see how it was programmed.